Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown side adverse event. Manufacturer¿s reference number: (B)(4).

Event description:
This complaint was created from additional information received on (B)(4): it was reported that a (B)(6) year-old patient underwent revision breast augmentation with unknown implants, and was presented with unknown side adverse event. As a result, the patient underwent bilateral explantation and replacement with similar mentor prosthesis on (B)(6) 2017.